Event description:
The haptic broke during the insertion in the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00090 for the delivery device used with this intraocular lens.